Manufacturer narrative:
Lotus edge delivery system lot number (23495664-27) was returned for evaluation. The valve was returned fully sheathed in its sterilization bottle. The bottle cap was closed onto the outer sheath. The stylet was returned inserted in the nose cone 1 cm out from the tip of the nose cone. The analyst removed the sterilisation bottle. A kink was noted on the outer curvature of the outer sheath 7.5 cm proximal to the tip of the nose cone. Exposed braids were noted at the site of the kink. There was no other damage noted. The release collar was at the start position.

Event description:
It was reported that the catheter was kinked. Procedure summary: the patient presented for a transcatheter aortic valve replacement (tavr) procedure due to aortic stenosis of the native aortic valve. Vascular access was transfemoral. The moderately calcified native valve measured 26.4mm. A 27mm lotus edge transcatheter aortic valve system was advanced through the abdominal aorta to the aortic arch. Earlier in the procedure, the physician had bumped the patient's nose and therefore elected to not rotate the x-ray arm to lao (left anterior oblique) to check that the central marker was pointing towards the greater curvature of the aortic arch as recommended by the dfu. Resistance was felt when advancing through the arch. The catheter kinked and was safely removed. A non bsc valve was implanted. After removal from the patient, upon visual inspection of the lotus edge catheter a kink was noted on the outer curvature. No patient complications were reported.